Manufacturer narrative:
Citation: mohammed tribak., et al.. Chronic constrictive pericarditis with rheumatic mitral regurgitation. Journal of surgical case reports 2, rjae424 2025. 10.1093/jscr/rjae424 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 31-year-old female patient who underwent mitral valve replacement using a non-medtronic mechanical valve and tricuspid valve repair using a 30mm medtronic profile 3d annuloplasty ring. It was reported that at the sixth postoperative hours, the patient experienced significant bleeding. A transthoracic echocardiography revealed a pericardial effusion and compressive hematoma around the right atrium which required surgical hemostasis. No further information was provided pertaining to medtronic products.